Event description:
It was reported of a possible right ventricular lead fracture as the lead had triggered the lia (lead integrity alert), had high impedance, and oversensing. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was returned in segments and analyzed. The proximal and defib conductors were fractured, and the defib conductor was distorted. Blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking. Blood was found in/on the helix/lobe mechanism, and there was tissue on the helix. The outer insulation exhibited a cosmetic depression. The analyst noted that the superior vena cava defib conductor fractured at 20.8 cm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. The proximal and defib conductors were fractured, and the defib conductor was distorted. Blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking. Blood was found in/on the helix/lobe mechanism, and there was tissue on the helix. The outer insulation exhibited a cosmetic depression. The analyst noted that the superior vena cava defib conductor fractured at 20.8 cm.